Event description:
The customer reported experiencing clusters of post-operative toxic anterior segment syndrome (tass) following cataract extraction procedures with multiple surgeons at their site. One patient had high pressure with a papillary clock which required a laser iridotomy for the block. The customer does not suspect any of the products as the source of the outbreak.

Manufacturer narrative:
Service was not conducted or requested on the equipment. The customer does not suspect any of the products as the source of the outbreak. An amo clinical support specialist observed cases for a day and a half to help identify the cause of the tass cases experienced at the clinic. The possible causes and a plan of action to prevent future outbreaks were discussed. The customer will be making some changes to the cleaning and sterilizing process.